Manufacturer narrative:
Evaluation of the device confirmed the complaint. Analysis determined that there was a blown fuse, stim 1 failure and 2 worn wave washers. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the interface was not picking up from the stimulator. It was noted that there was no patient impact.